Manufacturer narrative:
Additional information was received that the patient's leads and splitters were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation on her left side. The patient's leads displayed excessively high impedances. An x-ray was taken however it did not reveal anything abnormal; therefore the physician assumes that the lead is fractured at the rigid proximal end. The physician did not note any exposed cables on the leads.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed sc-2316-70 serial # (B)(4): a total of 13 cables were fractured at the kinked sections of the lead body where a clik anchored about 13 cm from the distal tip. The cables were not exposed. Sc-2316-70 serial # (B)(4): 4 out of 16 cables were fractured in the proximal electrode array between electrode #10 and #11. The cables were not exposed. Sc-3400-30 serial # (B)(4): visual/x-ray/borescope inspections and impedance test were performed and found no anomalies. Sc-4316 lot # 17279175: one of the eyelets showed a small portion of silicone material is ripped and missing. Additional suspect medical device component involved in the event: model #: sc-4316 lot # 17279175 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation on her left side. The patient's leads displayed excessively high impedances. An x-ray was taken however it did not reveal anything abnormal; therefore the physician assumes that the lead is fractured at the rigid proximal end. The physician did not note any exposed cables on the leads.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-70, serial: (B)(4), description: infinion70 cm lead kit. Model: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation on her left side. The patient's leads displayed excessively high impedances. An x-ray was taken however it did not reveal anything abnormal; therefore the physician assumes that the lead is fractured at the rigid proximal end. The physician did not note any exposed cables on the leads.

Manufacturer narrative:
Additional information was received that the patient is scheduled for a lead replacement procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation on her left side. The patient's leads displayed excessively high impedances. An x-ray was taken however it did not reveal anything abnormal; therefore the physician assumes that the lead is fractured at the rigid proximal end. The physician did not note any exposed cables on the leads.

Manufacturer narrative:
Additional information was received that the missing silicone from the anchor was removed from the patient.

Event description:
A report was received that the patient was experiencing loss of stimulation on her left side. The patient¿s leads displayed excessively high impedances. An x-ray was taken however it did not reveal anything abnormal; therefore the physician assumes that the lead is fractured at the rigid proximal end. The physician did not note any exposed cables on the leads.